Event description:
Customer reports having a kidney stone removal and stent placement when the fluoro stopped functioning. Physician used the endoscope and monitor to visually remove stone and place stent. Pt's outcome was good. No further problems encountered. Customer also reports that biomed stated the footswitch failed, causing no fluoro capabilities.

Manufacturer narrative:
Liebel flarsheim mfg report: the clinical engineer was able to continue as the system could still make an exposure if the x-ray foot switch was removed. Field service engineer ordered and replaced the foot switch. The system worked correctly when operation was checked using the maintenance section in the sedecal generator service manual returned to full service by the customer.